Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The printed circuit board on the video socket connector had a defective locker, preventing it from securing the scope video cable. Additionally, there was minor deformation and scratches on the rear panel and discoloration on the front panel but there was no impact on the functionality of the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there is a no image issue when using the visera elite video system center. Customer confirmed the device was plugged in and could see a bent pin pushed up against the back. The issue was found during preparation for use. There was a ten (10) minute delay while the patient was under general anesthesia. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a defective video socket connector. Olympus will continue to monitor field performance for this device.